Manufacturer narrative:
The product is expected to be returned for analysis. This report will be updated upon return and completion of analysis.

Event description:
Boston scientific received information that this right atrial (ra) lead was not implanted successfully due to a physical damage of the electrode end of the lead. This lead was never in service. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, an evaluation of this lead was performed. Complete lead was returned. No damage noted at lead tip or anywhere else. Laboratory analysis do not confirm the reported allegation.